Event description:
It was reported that the lead moved and there is a high capture threshold. The lead is still in use and will be repositioned . No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead moved and there is a high capture threshold. The lead is still in use and will be repositioned. No patient complications have been reported as a result of this event. It was reported that the lead dislodged and was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.